Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "subject, came in last week on 9/17 complaining of pain and redness in the shoulder as well as a fever. After drawing a small amount of cloudy fluid, [surgeon] sent her immediately to the ER and had her admitted for a debridement and washout. Site coordinator has not seen the results of the cultures yet, but signs point to infection per the operative report and clinic note. [Surgeon] removed and exchanged all humeral components as well as the glenosphere. He left the original baseplate. He exchanged the old reunion components with other reunion components."